Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).

Event description:
It was reported that one (B)(6) male patient underwent rf ablation and suffered post-procedural esophageal fistula using a thermocool smarttouch catheter and shuttle rf generator system. Upon request bwi became aware of additional information on (B)(6) 2015 that the procedure was successfully completed, however the patient died due to the esophageal fistula. The date of death is unknown. Bwi report this event under thermocool smarttouch catheter and shuttle rf generator system separately.